Manufacturer narrative:
Additional information: d6, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) received one photograph of one device opened by the account without the packaging. Visual inspection found the photograph to be of poor quality (hazy, out of focus). The photograph consists of some tubing and a port and adapter, all disassembled. Because of the poor quality, pmv was unable to determine any discrepancies. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was implanted. The patient had undergone x-ray to check the status of the product. They found that the product was falling off. The surgeon found the tube was broken and removed the device. The surgeon implanted a new one. There was no patient injury.